Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d1, g1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and flanks area, and presented with paradoxical adipose hyperplasia.

Event description:
Paradoxical hyperplasia was confirmed in the mid abdomen area; all other reported areas remain unconfirmed but will be reported conservatively.

Manufacturer narrative:
H11 corrected data: b5 d1 d4 h6.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the abdomen and flanks area, and presented with paradoxical adipose hyperplasia.